Event description:
It was reported that during a lca procedure, the plug bone tunnel broke inside the patient's articulation. All pieces were retrieved from the patient. No delay was reported. It was not reported if a smith & nephew device was available. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported medium bone tunnel plug, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
D10, g4, h2, h3, h6. The reported 9/10 medium bone tunnel plug, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Approximately ¾ of an inch of the distal end of the plug has been broken off and was not returned for examination. The device is severely deteriorated as the knurled head is practically nonexistent, in addition the devices surface is porous and worn. The condition of the device indicates it was subjected to an incompatible cleaning or disinfecting agent over time causing the reported breakage. The instructions for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.